Event description:
While treating an infant with the model 3100a, the mean airway pressure increased several cm of water which may have caused a pneumothorax. On a previous, unreported incident, it was observed that the bias flow rate suddenly increased 10 lpm for no apparent reason. This reported event with the pneumothroax caused the hosp to place a chest tube in the pt, but otherwise, to co's knowledge, did not result in any harm to the pt.